Event description:
It was reported that the pump battery could not be charged. Customer adjusted the position of the pump on the tandem-provided charging pad and the pump began charging. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.